Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was experiencing weak signal alerts when the sensor and the insulin pump were six inches apart. Customer mentioned that she began to experience low blood glucose alerts at 3am, her sensor glucose reading was 60 mg/dl and her blood glucose level was 165 mg/dl. Threshold suspend was triggered. Customer turned off the sensor and cleared the false low glucose alerts. Customer treated her low sensor glucose with drinks to stop the alerts. During troubleshooting, customer was advised to confirm blood glucose level with fingerstick. Customer's blood glucose level was 214 mg/dl. Calibration faction is within range for optimal calibration. Customer was advised to calibrate the sensor due to optimal calibration factor. Sensor was off during time of call. Customer was advised to monitor the sensor, and call the helpline for additional troubleshooting if needed. Customer will not be sending the sensor back for analysis.